Manufacturer narrative:
Quest medical received the suspect medical device on 11/10/2022. After decontamination, the device was tested and was found to engage/disengage as intended. The complaint condition could not be replicated. Quest will continue to monitor complaint trends.

Event description:
It was reported to quest medical by the university of arkansas for medical sciences of an alleged issue with the aortic punch. Allegedly, the punch has several occurences where it got stuck during use and would not release.